Event description:
It was reported that post water vapor therapy procedure, the patient has not been able to ejaculate. It was noted that there were no delivery device performance issues during the procedure and that it was completed as expected. The patient inability to ejaculate is still ongoing; however, there has been no treatment or medical intervention administered in response to the patient symptom. No further patient complications have been reported.

Manufacturer narrative:
Date of event: the exact date of the event is unknown.

Manufacturer narrative:
Date of event: the exact date of the event is unknown.

Event description:
It was reported that post water vapor therapy procedure, the patient has not been able to ejaculate. It was noted that there were no delivery device performance issues during the procedure and that it was completed as expected. The patient inability to ejaculate is still ongoing; however, there has been no treatment or medical intervention administered in response to the patient symptom. No further patient complications have been reported.

Manufacturer narrative:
B3 date of event : the exact date of the event is unknown. Investigation summary based on the information available, there was no report of a device performance allegation and the delivery device is not available for analysis. The reported patient symptom is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review the delivery device instructions for use (IFU) was reviewed. The patient symptom of retrograde ejaculation was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that post water vapor therapy procedure, the patient has not been able to ejaculate. It was noted that there were no delivery device performance issues during the procedure and that it was completed as expected. The patient inability to ejaculate is still ongoing; however, there has been no treatment or medical intervention administered in response to the patient symptom. No further patient complications have been reported.